Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 alarm (air in tubing) alarm on the homechoice (hc) while connected during dwell. There was nothing unusual noted with the supplies or the setup that could cause or contribute to the alarm. The power was cycled to clear the alarm and therapy was discontinued. The patient was advised to notify their nurse of the event and any missed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.